Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/30/2024, a sales representative reported via sems-(B)(4) that an ar-9236-03pp univers vaultlock¿ glenoid trial, ar-9231-vl-03 univers vaultlock glenoid drill guide, and ar-9215-1-03 universal quick connect handle broke. No further information was provided. This was discovered during use, with no reported patient harm. Additional information was received on 01/07/2024: this was discovered during an anatomic total shoulder arthroplasty procedure on (B)(6) 2024. The case was completed successfully with no harm to the patient. There was no case delay reported and no adverse effects on the patient. Additional information was received on 01/10/2025: the ar-9236-03pp univers vaultlock¿ glenoid trial had the central post break off in the patient and was retrieved. The ar-9215-1-03 universal quick connect handle had the handle tip break off into the glenoid drill guide. After further investigation, ar-9231-vl-03 univers vaultlock glenoid drill guide had no damage found. The failure occurred during the insertion of the ar-9236-03pp univers vaultlock¿ glenoid trial.